Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186ans, serial: (B)(6), UDI: (B)(4), batch: a000150955.

Event description:
It was reported that the patient had a stroke in their home. It was noted this happened some time after an unrelated lead replacement procedure on (B)(6) 2024 (related manufacturer report number 3006705815-2024-04761, 1627487-2024-09465). The patient was later stable and doing well in rehab.